Event description:
A dialysis facility reported that there was excess fluid removed from a pt during a hemodialysis treatment. There were no alarms reported during treatment but transmembrane pressure (tmp) was higher than expected based on the type of dialyzer used. The pt was hypotensive and was complaining of weakness post treatment. They were given 300cc saline and was discharged in stable condition.